Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade iii.

Event description:
Physician reported a left side capsular contracture baker grade 3 combined with a seroma. The device was explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the identified photos: red particles in the shell and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: a.2; d.3; d.6a; d.6b; g.1; g.4; h.4; h.6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and seroma. The device has been explanted and replaced.